Event description:
This lead was implanted on (B)(6) 2009, and remains implanted at this time. A call to technical services, states that the device was checked days ago. And threshold test on the rv and l v lead was performed. Which showed, diaphragmatic stimulation with both test. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).